Manufacturer narrative:
The actual devices were not available; however, a photograph of the samples was provided for evaluation. A visual inspection with the naked eye noted sponges fully separated from the caps. The reported condition was verified. The cause of the condition was related to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a two (2) minicaps, the sponges were found fully separated from the caps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.